Manufacturer narrative:
H3. Device evaluation: the device was returned for evaluation. X-ray demonstrated wireform intact. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 on the inflow aspect. Host tissue overgrowth fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. A perforation was observed on leaflet 1 and three perforations were observed on leaflet 2. The perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring around leaflet 1 and 2, however suture holes were visible. As received, the free margins of all three leaflets were wavy. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. One suture fastener remained attached near commissure 1. Wireform was exposed on commissure 3. Photos provided were consistent with lab findings. Valve was dismantled and serial number was not available on valve. H10. Additional manufacturer narrative: customer report of regurgitation and deterioration was confirmed through observed leaflet perforations. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. The cause of the event was due to original procedural factors.

Manufacturer narrative:
Additional manufacturer narrative: the device has not been returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. When additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined at this time as it is still under investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 3300tfx21mm implanted in the aortic position was explanted after an implant duration of 1 year and 6 months. Serial echo showed progressive deterioration in the aortic valve and severe aortic regurgitation. This was also confirmed on auscultation with a very long obvious early diastolic murmur. The decision was to explant the valve and replace it with a mechanical valve. During surgery, it was observed that the right coronary leaflet had two punched out holes in the belly suggestive of endocarditic digestion of the substance of the valve. As per surgeon's response, this was suspected but not proven by culture. As reported, the holes were beyond the reach of the core knots which were all well seated and pointing away from leaflets. Inflammatory markers occurred about 2 months post op with pneumonia treated with IV antibiotics. However, as per preliminary image evaluation, pictures looked consistent with suture fastener abrasions as the perforations were quite large and appeared beveled on the outflow surface. According to the photos provided, pannus also seems to be observed. The patient was physically well with no cardiovascular symptoms before the procedure. A non edwards 21mm mechanical valve was implanted in replacement. The patient was transferred to the ICU in sinus rhythm with stable haemodynamics.